Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas, associated with not announcing meals or announcing smaller-than-actual meals, and received education to use the normal meal button and was assigned additional training. Symptoms included sweating, cognitive fog, and hallucinations. Outcomes included self-treatment with oral carbohydrates, including juice and candy, without medical intervention or hospitalization. Investigation included case review, user interview, and product use troubleshooting with education and referral for training. Investigation of this case revealed use error related to meal announcement practices and incorrect meal size selection contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in meal handling and therapy management.